Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer would address the occlusions by performing the load process with the original supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.